Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be determined. Additionally, the report of the pump stopping could not be confirmed as the submitted log files did not contain the reported event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of the patient being placed on extracorporeal membrane oxygenation (ECMO could not conclusively be established through this evaluation. The submitted system controller event log files contained data from (B)(6) 2021 through (B)(6) 2021. The file captured constant low flow hazard alarms on (B)(6) 2021. It was noted that the flow decreased down to 0 liters per minute (lpm). However, the pump did not stop; the pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, outline all system controller alarms (including pump stop and low flow alarms) as well as the appropriate actions associated with them. Lastly, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines all system controller alarms (including pump stop and low flow alarms), as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and that the pump stopped. The patient was placed on extracorporeal membrane oxygenation (ECMO) and the system controller was changed. The patient had the same low flow at 1.4 lpm and was in the cardiothoracic intensive care unit (cticu). The log file of the exchanged controller captured low flow events on (B)(6) 2021. The low flow events continued to occur for the remainder of the log file. The log files did not capture any pump stops. The pump also adjusted correctly to the set speed changes captured in the log file. The log file of the new controller only had 4 lines of data that captured low flow events.